Event description:
I was prescribed a resmed airsense 11 CPAP machine by the va which used the (included) resmed model 390001 90 watt ac adapter. I followed all of the instructions to the letter (I am an anesthesiologist who is familiar with medical devices). After 3 hours of use, the machine turned itself off in the middle of the night. I tried reconnecting plug in back of machine: no effect. I tried plugging it into lower ac socket on the wall: product lit up with leds or sparks and then went dark again. I went to pick up the adapter, which was on the bed next to the one I was sleeping on, and I almost burned my hand. I estimate the adapter was at least 300 degrees, and maybe more. I had to wait 15 minutes for it to cool down enough to move elsewhere. I am concerned as a physician and patient that fire or explosion may result from use of these defective, cheap, underpowered adapters. Note that the CPAP machine and adapter are manufactured in the people's republic of china. Also note: I was using the adapter given to me by the va to add 2 liters per minute of oxygen into the inspired air mixture, which would increase the risk of potentially fatal fire if the adapter were placed closer to the unit than I had placed it.